Manufacturer narrative:
(B)(4). Additional information is pending and will be submitted within 30 days upon receipt. A lot history review was not possible as the lot number was not provided.

Event description:
As reported, two 6 mm basket, medium support, angioguard filters failed. One of the filters catheter shafts malfunctioned, the second had problems with basket capturing. They are requesting replacements for the devices which are available for return. No more information is known.

Manufacturer narrative:
As reported, two 6 mm basket, medium support, angioguard filters failed. One of the filters catheter shafts malfunctioned, the second had problems with basket capturing. Attempt was made to gather additional information, no additional information was received. Two non-sterile "6mm basket medium support", were received inside of a clear plastic bag, capture sheaths were not included. Case (B)(4): the filter basket was received already deployed. The torque device was fixed to the angioguard proximal section. A 4cm unzipped condition was observed at 15 cm from its distal end. No damages or other anomalies were observed on the inspected components. A review of the device history record associated with lot 35233654 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Case (B)(4): the filter basket was received already deployed. The torque device was found fixed to the angioguard proximal section. A kinked/bent condition was observed at 7 cm from the distal end. No other damages or anomalies were observed on the inspected components. The filter basket was inspected using a microscope and no anomalies or damages were observed. The sterile lot number was not available, therefore a device history record review could not be performed. The failure reported by the customer as ¿delivery system - damaged" was confirmed, as an unzipped condition was observed. However, the exact cause for the observed unzipped condition could not be conclusive determined. Procedural/handling factors might have contributed to this issue. The failure reported by the customer as ¿capture system - capture difficulty" was not confirmed, due to the capture sheath was not received. However, a kinked/bent condition was observed at 7 cm from the distal end. The exact cause for the kinked condition could not be conclusively determined however, procedural/handling factors might have contributed to this issue. As instructed in the instructions for use (IFU), the deployment and capture sheaths are delicate instruments and should be handled carefully. Prior to use, and when possible during the procedure, inspect the deployment sheath, capture sheath, and capture sheath rx port region (approximately 30 cm from the distal tip) for bends, kinks, or other damage. Neither the product analysis nor the phr review suggests that the event could be related to the angioguard manufacturing process; therefore, no corrective action will be taken at this time.